Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and reader has been de-cased. Reader did not power on with button, strip, or usb cable insertion. Reader was connected to computer and software was not able to recognize the reader. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visual inspection was performed on the power adapter and no issues were observed. Used load tester to test returned power adapter and results were within the specification. Power adapter passed testing. Returned reader was further investigated and de-cased. Visual inspection was performed on the returned reader's pcba and burn marks on c69 and c70 was observed. Battery voltage was measured to be not within the specified range. Replaced returned battery with known good battery. Nxp processor was present. Thermal camera was used to inspect the pcba and observed hotspot on components u5 an extended investigation was performed. A visual inspection was performed on the returned de cased reader and observed liquid contamination and burn marks c69 and c70 chips near u5 chip. The reader failed to power on and the event log could not be obtained. The returned battery was measured to be below specification . The battery was replaced with a known good battery, the reader failed to power on. The u5 chip was observed to be over heating. The presence of liquid contamination in the usb port could have caused a short circuit when the cable was plugged in, potentially leading to damage, overheating or burning of the connector. The overheating of the u5 chip, alongside the burn marks observed on components c69 and c70 around it, are indication of this. Therefore the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.